Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field. Investigation summary with all the available information, boston scientific is unable to confirm cause of the reported clinical observation of foreign material. The device had not been received for analysis; therefore, a technical analysis of the complaint device could not be completed. Two images were reviewed by a boston scientific quality engineer. The images depicted the catheter and sheath positioned within the body during the procedure but did not provide additional information applicable for analysis. Device history record review it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). Risk review: a risk review was completed using faradrive hazard analysis and confirmed that the event of contamination during use was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Investigation conclusion boston scientific has assigned an investigation conclusion code of cause not established and supporting evidence that came to this conclusion. Boston scientifics investigation findings were unable to establish a clear conclusion about the cause of the reported event. The device met all requirements prior to being approved for final distribution/sale and there was no evidence to suggest that the instructions for use (IFU) was not followed.

Event description:
It was reported that during preparation for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a farawave faradrive steerable sheath clear was selected for use. During the preparation and flushing, the device was contaminated, the physician requested to replace it. No patient complications were reported. The product was disposed and not expected to be returned. It was further reported that the sheath catheter came into contact with the contaminated area during the flushing, so it was replaced.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a farawave faradrive steerable sheath clear was selected for use. During the preparation and flushing, the device was contaminated, the physician requested to replace it. No patient complications were reported. The product was disposed and not expected to be returned.

Manufacturer narrative:
Additional information was provided in section b5 describe event or problem corrections to section g2 report source e1: initial reporter phone number (B)(6). It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a farawave faradrive steerable sheath clear was selected for use. During the preparation and flushing, the device was contaminated, the physician requested to replace it. No patient complications were reported. The product was disposed and not expected to be returned. It was further reported that the sheath catheter came into contact with the contaminated area during the flushing, so it was replaced.